Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump without a warning. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, pump stuck on the medtronic logo during boot-up. Fault isolated to the connector, we were unable to perform the self-test, displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements. No unexpected powering off or shutting down noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.